Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. External visual analysis noted no irregularities with the device body, seal plugs, or setscrews. Interrogation of the device memory noted no fault codes however the battery status was observed to be at end of life due to two extended charge times. These charge times were caused by the device being exposed to cold temperatures. A manual capacitor reform was performed and the battery status was reset, which afterwards the device passed automated electrical testing. Overall, analysis was able to confirm the allegation of premature battery depletion.

Event description:
Boston scientific received information that prior to an implant procedure, a field representative tried to program this device on and the battery was completely depleted. The device was never implanted or in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.